Event description:
A pt (age and gender unk) underwent a therapeutic procedure for hemostasis of a post polypectomy bleed. The resolution clip device did grasp tissue however it would not release from the catheter to complete deployment. The pt's anatomy was tortuous. The scope was not in a retroflexed position. The bleed was successfully treated with use of an additional resolution clip. The procedure outcome was successful. The pt condition was noted as fine.